Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00846.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and penumbra coil 400 (pc400) coil. The physician advanced the px slim into the aneurysm through a guide catheter, and placed a stent at the neck of the aneurysm. The pc400 coil was repositioned several times during deployment into the aneurysm. While repositioning, the pc400 coil unintentionally detached partially inside the px slim and partially in the aneurysm. The physician cut the hub of the px slim and used a snare device in an unsuccessful attempt to remove the detached pc400 coil from the px slim. The pc400 coil became damaged and began to unravel. The physician removed the px slim and attempted to aspirate the detached coil through the guide catheter using a syringe. Syringe aspiration was unsuccessful, and the physician withdrew the guide catheter from the patient. The detached pc400 coil remained partially in the aneurysm and partially in the parent vessel. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the hub was fractured from the proximal end of the px slim. Conclusion: the complaint has been evaluated. The complaint indicated that the pc400 coil was repositioned several times before the coil unintentionally detached. Evaluation of the returned products revealed that the pet lock on the proximal end of the pc400 coil pusher assembly was broken and the pull wire was extended past the ddt. The broken pet lock likely occurred from an attempt to detach the coil using a detachment handle, although not reported in the complaint. If the pet lock is broken on the proximal end of the pusher assembly, it allows the pull wire to be retracted and the coil to be detached. In addition, the pull wire was extended past the ddt, which normally occurs after a coil is detached from the pusher assembly. The coil component of the pc400 coil was not returned for evaluation. Further evaluation confirmed that the hub of the px slim was cut off, as reported in the complaint, when the physician used the px slim to help snare the pc400 coil from the patient. The root cause of this complaint cannot be determined. Pc400 coils are 100% functionally tested and visually inspected from damage during in-process inspection. Px slims are 100% visually inspected from damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.